Event description:
During preventative maintenance of the device, the representative reported the latch on the flow sensor would not stay closed. No other details of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not concluded.